Event description:
Tube broke and caused a laceration on the right hand near the proximal portion of the thumb resulting in worker exposure to pt blood. Wound was flushed with water and several brand soaps. Topical antibacterial meds applied. No stitches deemed necessary. Hep b and c and hiv tested negative. Pt (source) also tested negative for hep b and c and hiv.